Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
An (B)(6) patient was tested on the breeze2 before starting the procedure for an ogtt. The reading was 139mg/dl. The lab reading was 427mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement meter was sent to the customer.